Event description:
The customer reported (based on the information provided at this time) that they were performing an interventional CT procedure and the CT system and monitor froze. The trained professional lost the displayed image being used for needle placement and as a result, the needle was removed from the patient without the guidance of the CT imaging; and the patient was injured.

Manufacturer narrative:
(B)(4). Initial MDR mailed on april 3, 2015 on (B)(6) 2015, the customer reported that while performing a biopsy procedure utilizing their philips ingenuity core CT system, the software crashed. As a result, the physician had to remove the biopsy needle without imaging guidance and the patient was injured. The patient was taken to the operating room and a drain was placed in the patient. The patient was released the next day. The hospital did not make an incident report for the issue and was unable to provide any further information regarding the injury sustained by the patient or what kind of biopsy procedure was performed. The field service engineer (fse) attended the site and evaluated the CT system. The fse reviewed the system error logs and determined that either the tape switch had been activated on the couch or the foot switch during the procedure which caused the software to freeze. The fse tested the system's tape switches and disconnected the foot switch. After confirming that the system was operational, the fse released the system to the customer for clinical use. The fse instructed the customer on the proper use of the foot switch during biopsy procedures while performing a simulation on the system. The fse confirmed that no parts were replaced. No bugrep was gathered and the fse did not save the error logs that were reviewed for further analysis. As no bugrep or log files were provided for further analysis, CT engineering was unable to determine the root cause of this issue. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur, it would not be likely to cause or contribute to death or serious injury because: ¿ console shall handle correctly negative recon increments, requesting the correct number of images to be reconstructed. ¿ slice position is always displayed on the images allowing the user to know that the image displayed is incorrect. ¿ message to the user is shown in current language that not all images were reconstructed for the patient. The fse tested the system's tape switches and disconnected the foot switch. After confirming that the system was operational, the fse released the system to the customer for clinical use. The fse instructed the customer on the proper use of the foot switch during biopsy procedures while performing a simulation on the system. As no bugrep or log files were provided for further analysis, CT engineering was unable to determine the root cause of this issue.

Event description:
The customer reported (based on the information provided at this time) that they were performing an interventional CT procedure and the CT system and monitor froze. The trained professional lost the displayed image being used for needle placement and as a result, the needle was removed from the patient without the guidance of CT imaging, and the patient was injured.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).